Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer performed testing and determined the exhalation flow transducer failed calibration. The issue occurred during patient-use; the customer reported providing alternative ventilation to the patient. The customer reported there is no patient consequence associated with the event.